Event description:
It was reported that during a low anterior resection procedure, the stapler did not fire completely. The surgeon noticed the staple line did not form b shape staples, had to reopen and oversew staple line. The procedure was prolonged 25 minutes. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.